Event description:
During routine testing of the device, the service technician reported the battery would not hold a charge. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.